Event description:
Pt with steven's johnson syndrome developed serious burns in burn ICU. Customer felt biopatch was the issue. Add'l clinical info was requested but the facility would not provide this info. The precise product catalogue number was not provided. Product will not be returned.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based on the reported info.